Event description:
Aqm3 generator smoking during demonstration. No patient involved.

Manufacturer narrative:
(B)(4). Complaint confirmed (out of specification) the power supply smokes when generator is powered on, generator will return to manufacturer of generator and component vendors for root cause analysis. (B)(4).

Event description:
Aqm3 generator emitting gas during demonstration. No patient involved.

Manufacturer narrative:
Product event #(B)(4). Testing performed: generator was dis-assembled before plugging in to avoid further damage. Then only necessary components where connected to allow generator to boot. The power supply started smoking, so power to generator was shut off. Generator will be re-assembled and returned to vendor investigation conclusion: the power supply will be return to vendor for root cause analysis to determine whether this is an isolated incident or if other generators are affected. Update from rca: minnetronix confirmed that the electrolytic capacitors in the power supply vented due to over voltage and sense resistors in the power supply had burned. It is likely that the open circuit caused by the curned resistors led to the over voltage and capacitor venting. When failures occurred the generator ceases to function. When the capacitors are subjected to over voltage they are designed to vent rather than explode therefore the venting is what causes the smoke. Potential causes of over voltage identified during rca were: sense resistor damage is due to mechanical fastening of lugs, capacitors are exposed to excessive temperatures, latent damage to resistors due to excessive and repeated hipot testing, xp power, power supply bad batch problem, minnetronix/mae workmanship during rework/upgrade, power supply design, application of the power supply in the generator, voltage spikes observed across sense resistors. When the incident was reported initially there was no hazard analysis index that applied to the reported incident of smoking and it was assumed that if there was smoke coming from the generator it was possible that the generator did or could have internally caught fire therefore an applicable failure mode within the hazard analysis documentation for fire was deemed applicable, and due to the associated severity rating of critical the incident was deemed reportable based on malfunction. Via root cause analysis of the incident it was determined that the electrolytic capacitors in the power supply vented (emitted smoke) due to overvoltage and the electrolytic capacitors were designed to vent (emit smoke) rather than explode therefore, fire would not be a result of this malfunction. Due to this root cause analysis the hazard analysis documentation was updated with an applicable failure mode and the severity rating associated with the failure was deemed to be minor therefore, future instances of the venting of electrolytic capacitors will not been deemed reportable due to the severity rating indicating a minor patient impact and risk. (B)(4).